Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Isi did receive a da vinci product involved with this complaint to perform failure analysis. The armrest motor module was analyzed and found to work as expected when installed on a test fixture. The error was confirmed as happening in the field logs and therefore the armrest motor module cable was found to be related to the error. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The probable root cause is due to an issue with the armrest motor module cable.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The complaint was resolved by documenting the re-occurrence of the issue and ensuring that all repair details would be captured in the appropriate field service order record.

Event description:
It was reported that the site contacted support to report that an issue, which had previously been reported, had returned. The customer inquired about repair status and requested to be informed when repairs were completed. The customer reported event has no report of patient injury.

Manufacturer narrative:
Updated fields d9 and h3. Updated annex codes b, c, d and g.

Event description:
Refer to h11 for follow-up information.